Event description:
The site is cleaned with chloraprep and the cvc line is inserted the first week and interleukin-2 is administered. The catheter is d/c'd. On week #3, another cvc line is inserted and a reaction occurs before infusion of the second dose of interleukin-2. Pt is given benadryl and the reaction subsides after 15 minutes. Catheter is d/c'd. On week #5, another cvc line is inserted and again a reaction occurs during insertion. Same protocol is followed as in week #3. This has occurred on multiple pts. None have previous allergy history to minocycline/rifampin.